Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports, which is linked to mfg report number: 3004608878-2020-00761. A facility reported that the mayfield modified skull clamp moved after it was in a locked position. The device was in contact with a patient, however, no patient injury, or delay in surgery was reported.

Manufacturer narrative:
UDI: (B)(4). Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.